Event description:
It was reported that during a lap sigma procedure, the teflon pad came loose after a few mins. A new device was opened, but the same problem occurred. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.